Event description:
The patient called the manufacturer hotline and reported that repeated alerts (e:09"air compensation overtaxed. Check connections and settings") of his mobile excor vad system occur. He was instructed to check all connections of the driving tube. When checking the patient found a small crack in the right driving tube at the transition from the smaller to the larger diameter. The patient was instructed by berlin heart to fix the tube temporarily with duct tape and immediately go to the clinic for replacement of the driving tube. The clinic replaced the right excor driving tube without any incident. The patient was not harmed during the event.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting the report on behalf of berlin heart (B)(4) (manufacturer). The excor driving tube lot 00035022 was used from 10/13/2014 to 07/16/2015 for 276 days. The driving tube that is the subject of this report was evaluated by the manufacture of the driving tube. Review of the lot history record for this lot and the manufacturing process did not show any discrepancy or any problem related to manufacturing process. The driving tube split at a known position near the transition from the thicker to the thinner segment. This area of the driving tube is where the most stress is applied by external forces during use. Excessive external forces can cause a split in the driving tube. Based on findings of similar complaints, manufacturer has implemented a corrective action and changes were approved by the FDA reference # (B)(4). The lot 00035022 was manufactured prior to this change.